Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported aviva system blood glucose results of 58 mg/dl and 77 mg/dl from one vial of strips, 194 mg/dl and 228 mg/dl from a second vial of the same lot. All results were within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.